Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals are intact. The device was observed to have a bottom case gasket falling apart. There was no evidence of the reported problem found in the device?s event history log. An occlusion test was performed for functional testing, while the motor was visually inspected. Upon review, it was confirmed that the motor would squeal loudly while running. The stepper motor not operating properly due to normal wear is determined to be the root cause of the reported issue. The stepper motor was replaced as a corrective action. Additionally, the replaced worm gear and worm coupling as a preventative measure. The device then passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56. When additional reportable information becomes available.

Event description:
It was reported, the device has a motor issue. No patient injury reported.